Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a burning sensation. There was no known accident related to the onset. The pt reportedly woke up and the device wasn't working. The pt stopped using the device in (B)(6) 2010. Impedance readings were >40,000 ohms. Troubleshooting was being considered.